Event description:
It was reported that during a training session, the oxygenator started leaking after it had been primed using sterile saline, and was re-circulating. The oxygenator outlet also became detached when it was handled. A new device was used to complete the training with no issues. No pt involvement. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). A supplemental medwatch will be submitted when the investigation is complete. Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. Items marked ni are unk to us at this time.